Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications were any concomitant procedures performed? Were there any intra-operative complications? Onset date/time of the pain from surgery describe any medical/surgical intervention for the pain including dates and surgical findings.. Product lot #. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced chronic pain following the mesh implant. It was also reported that there was mesh complication and an excision of the remaining portion of the right arm of the vaginal mesh. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications were any concomitant procedures performed? Were there any intra-operative complications? Onset date/time of the pain from surgery describe any medical/surgical intervention for the pain including dates and surgical findings. Product lot # if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?